Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the follow-up printout showed the pulse generator had a remaining longevity of less than 3 years, while the programmer stated the remaining longevity was less than three months.